Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Helix took 30-40 turns to extend for initial placement. Lead then dislodged and after repositioned, the helix extension could not be confirmed under fluoro after 60-80 turns. Exercised outside of body and helix would not extend. Lead attempted. Nae.